Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05201, 0001825034-2017-05199, 0001825034-2017-05198. Concomitant medical products - m2a-magnum pf cup pn: us157850 ln: 296840, m2a-magnum modular head pn: 157444 ln: 352790, m2a-magnum taper body pn: 139254 ln: 338140. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is scheduled for a right hip revision approximately 12 years post-implantation due to unknown reasons. No revision has been reported. Attempts have been made and no further information has been provided.